Event description:
It was reported that the customer experienced a high blood glucose of 447 mg/dl. The customer stated that she received a cortizone shot earlier that day and the customer was concerned that her blood glucose was not coming down. She stated a nurse told her to take half the insulin. The customer was advised to change her infusion site and contact the healthcare provider on call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.